Event description:
During a follow up performed on the (B)(6) 2023, the physician wasn't able to see the arrhythmias stored (no ECG). He reported no telemetry issue. He would like to know what is the issue and if there is any issue with the pm

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a follow up performed on the (B)(6) 2023, the physician wasn't able to see the arrhythmias stored (no ECG). He reported no telemetry issue. He would like to know what is the issue and if there is any issue with the pacemaker.

Manufacturer narrative:
- The egm episodes were correctly created. Due to a programmer bug, the decoding has been correctly performed. - the issue will be solved by a new device interrogation. - since this bug has a very low probably to occur (rare conditions), a re-occurrence is not expected. - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.